Manufacturer narrative:
Concomitant product(s): a 4068 lead, implanted: (B)(6) 2003. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead was exhibiting small p-wave measurements in bipolar configuration and complete lack of sensing in unipolar configuration. The lead was capped and replaced. It was also reported that the right ventricular (rv) lead exhibited declining impedance since implant and that thresholds in bipolar configuration were elevated. The lead was programmed to a unipolar configuration with muscle and pocket stimulation resulting. The rv lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.